Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion in the distal left anterior descending artery with mild tortuosity, mild calcification and 90% stenosis. A 1.2x6mm traveler rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The device was soaked in saline and prepped (air aspiration) outside the anatomy prior to use. The bdc was advanced with resistance toward the target lesion, the balloon was inflated up to 10 atmospheres and the pressure indication did not increase. Thus, a balloon rupture was suspected. The device was removed and a non-abbott bdc was used to continue the procedure. Then, a 2.25x28mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. Upon removal the stent struts were noted to be flared. A non-abbott stent was used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.